Manufacturer narrative:
The previous report had the incorrect investigation conclusion. The correct investigation conclusion is no problem found and is listed on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display was blank and the device restarted without keypress activation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator's display was blank and the device restarted without keypress activation. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.